Event description:
ER nurse of 17 years, diagnosed in 1998 with severe latex allergy (ige mediated). Removed from ER & placed at triage - symptoms continued to worsen. Removed from triage & placed in various office positions - symptoms are continuing and worsening but continue to work in office.